Manufacturer narrative:
Reasonable attempts by phone and email were made to obtain further information from the user facility for the reported events including patient information, treatment settings, sun exposure and photos, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment and to determine a cause. An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No problems observed or found during this visit. Laser meets spec and is ready to use." A review of the DHR confirmed that the sd met all test specifications without deviation per the DHR during the manufacturing process. A review of device labeling found that the subject device operator manual states "perform test spots on patients and assess side effects before performing a full treatment. Side effects may not develop until several days following exposure. The risk of side effects is greater on dark-skinned patients, however, light-skinned patients may also develop side effects." Additional info (B)(6) 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from (B)(6) 2015 to (B)(6) 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained dark pigmentation to the underarm region following treatment with a lumenis lightsheer duet. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.